Event description:
It was reported that while using the following information was provided by the initial reporter found a lot of random headgear color variance, customer questioned if the headgear was installed incorrectly.

Manufacturer narrative:
Investigation summary: mat: 367841, lot: 2132074. Bd received 5 photos from the customer in support of this complaint. A visual examination of the photos was performed and showed vacutainer tubes in a shelf pack, there is a variation in the color of the hemogard shield; however, per procedure this variation is acceptable. Additionally, 100 retention samples from the bd inventory were inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode from the samples and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.